Manufacturer narrative:
1. No defective sample and photo were returned. 2. DHR/bhr review lot#4052079 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) pcs. 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-10pcs retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2-the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the production process, all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage on (B)(6) 2024, nurse second west of maternity ward 2 gave pregnant patient in bed 14 an intravenous infusion as prescribed by the doctor. The nurse successfully inserted the intravenous catheter and the infusion went smoothly. However, the nurse noticed oozing from the stopper at the end of the indwelling needle. After further investigation, it was found that the intravenous puncture was successful and the return of blood was smooth. Considering the quality of the indwelling needle, the nurse communicated well with the pregnant patient, removed the indwelling needle, replaced it with a new one and performed the intravenous puncture again, which did not cause any harm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.